Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that resistance was felt when trying to advance the 3.50x08mm nc traveler balloon dilatation catheter (bdc) over the guide wire. Resistance was felt with the guide wire during removal of the nc traveler bdc, but the devices were able to be removed separately. A same size nc traveler bdc was used with the same guide wire to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.